Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the synframe access and retractor system allows direct visualization and stable retraction for less invasive spine surgery. The core function of the ring device system is to provide a rigid connection to the desired retractor blades. Two synframe lengtheners were returned with the complaint that ¿during sterile processing, it was noticed that two synframe lengtheners were missing a total of four screws; two screws for each synframe lengthener. In addition, two synframe half rings were missing a total of four screws: two screws for each synframe half ring.¿ upon receipt of the synframe lengtheners it was seen that the screws are no longer attached to the device, this complaint is confirmed. For the two synframe half rings: was serviceable and returned to customer, the other one was not serviceable. A replacement was issued. A review of the most current design drawing was performed, the drawing calls out an adhesive (loctite) to join the screw assembly. This design relies on the adhesive strength to keep the screw assembly connected in the event the user continues to apply torque on the socket head screw to disassemble the construct. Given the age of these devices it is most likely that from years of use and sterilization cycles, the adhesive strength diminished, leading to this condition. The design of this device is adequate for its intended use and the risk assessment adequately covers the hazard associated with this complaint. Additional evaluation was conducted. The report indicates that the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on 12-feb-2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 1941932 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed.(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The "additional evaluation" results provided in follow-up report # 2 were reported in error. The correct service and repair evaluation results are as follows: the customer reported the screws were missing. The repair technician reported the threads of the ring were damaged. Threads stripped is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item will be forwarded to the complaint handling unit. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was noticed that two synframe lengtheners (387.338) were missing a total of four screws; two screws for each synframe lengthener. In addition, two synframe half rings (387.337) were missing a total of four screws: two screws for each synframe half ring. No surgery or patient involvement. There were no reported issues with the devices prior to this discovery. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Report # 2520274-2015-10900 is a duplicate of the report submitted for (B)(4). This report is being rescinded. Any additional information received for this part will be reported under MFR # 2520274-2015-10892. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report # 2520274-2015-10900 is a duplicate of the report submitted for (B)(4). This report is being rescinded. Any additional information received for this part will be reported under MFR # 2520274-2015-10892.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.